Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. The b5 and g2 fields was corrected based on information available at the time of the initial report submission. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the bending section rubber had a leak during user handling and water invaded the subject device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The reportable malfunction (e315 scope communication error) was found during device evaluation. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. During testing, the reported issue was confirmed; the device would relay no image or relayed an error code. In addition to the image issue, the device had worn adhesive on the light cover glass, distal end and the optical cover glass; the distal end cap was damaged; the bending section's cover was leaking; the suction connector was leaking; and the up/down angulation knob and the right/left angulation knob did not meet with specifications. The up/down angulation knob also had excess play. In addition, the scope could not be fully connected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope relayed a scope communication error to the monitor (error e315). The customer reported the issue was identified during device maintenance. No adverse effects to patient reported.